Event description:
Patient is claiming allergic reaction to a ti eagle plus cervical plate. Patient had surgery in november with a 2 level eagle plus plate and 2 vg2 cervical spacers, she is solidly fused. The patient retained legal counsel and may attempt legal action against j&j, rumc, and dr howard an. The dr's office was provided with the metallic makeup by percentage sheet from the product director at dss and the patient was informed that there are no known cases of ti allergy on record. The patient insisted that the plate be removed. The plate was removed on (B)(6) 2015. Pre-operative diagnosis:acdf. X-rays are available.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.